Manufacturer narrative:
Sections with additional information as of 28-may-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer had returned incorrect meter. Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not yet used the replacement products; customer stated he would contact manufacturer if he had any concerns once he started using the products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 249, 331, 276, 327 and 360 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 08/29/2024 and open vial date was not disclosed. The product is not stored according to specification (bathroom). The customer did have another vial of test strips that had been stored and handled correctly: test strip lot number zb5570s, manufacturer's expiration date is 08/29/2025. During the call, a blood test was performed by the customer non-fasting and produced test result of 427 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 249 mg/dl , date: on (B)(6) 2024, time: 8:44am non-fasting . Result 2: 331 mg/dl , date: on (B)(6) 2024 , time: 8:40am non-fasting . Result 3: 276 mg/dl , date: on (B)(6) 2024, time: 5:49am fasting . Result 4: 327 mg/dl , date: on (B)(6) 2024 , time: 10:00 unsure if am/pm non-fasting. Result 5: 360 mg/dl , date: on (B)(6) 2024 , time: 9:33am non-fasting.